Event description:
It was reported that patient underwent a spinal surgery at th10-s1 (l4/5:olif, l1/2:tlif, l2/l3:tlif, th10-s1:posterior fusion). After the surgery the patient developed paralysis and emergency decompression was performed. It was reported that the implant may have moved to the other side and caused paralysis.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.